Event description:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted in 2010, removed and replaced on (B)(6) 2020 due to the device not working. There was damaged tubing near the pump. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the cylinder exhaust tubing occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump inlet and exhaust tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause separations in the cylinder 1 exhaust tubing and the reservoir inlet tubing. Separations of this type may then allow the loss of fluid, rendering the device inoperable. Based on the information received, it could not be determined if one or all sites were the cause for the reported failure. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. Based on the information received, it could not be determined if one or all sites were the cause for the reported failure. These components were released according to manufacturing and quality control procedures. The device was functioning properly for nearly 10 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, not working - damaged tubing near pump. The device was revised/replaced. Available for return. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.